Event description:
It was reported that the pt (B)(6) felt his stimulation was ineffective. No further information is available at this time as the physician is trying to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.